Event description:
The customer alleged that there was disinfectant in the air compressor. There were no physical injuries reported. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Actual component evaluated at customer's site. The fse found disinfectant in air compressor line. The fse replaced skinner valve and tested unit. The fse ran an empty cycle. Unit operating within manufacturer's specifications.